Event description:
Opened harmonic ace shears reprocessed by stryker. Device was tested and ready for use. Surgeon used the harmonic to start the case but noticed it was not functioning normally. Re-tested the harmonic and machine indicated device was ready for use. Surgeon attempted to use again but the device did not work. Shears were passed off the field; a new shear was opened, tested, and used successfully.